Event description:
Reporter alleged the advantage system contained a missing blood drop icon on the blood glucose testing screen for the past several weeks when the test strips is inserted. It was determined by the manufacturer during troubleshooting the display with the reporter that the temperature, strip, and check mark icons were missing from the display as well. No actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.